Manufacturer narrative:
Based on the investigation analysis, there are several ways the system would adjust glucose calculations to account for the fingerstick measurement and one such mechanism is calibration entries which are used to better match the incoming fingerstick measurements. The system adjusted the glucose values based on the calibration entry, thus asserting hypo alerts with the next consecutive sensor reading and displaying glucose values that matched the calibration entry closely. Even though the system did assert the hypo alert, however, upon overall analysis of the sensor diagnostics, there was temporary noise in the optical channel between november 16 to 24 that caused some temporary inaccuracy. The sensor (B)(6) was explanted on (B)(6) and on the same day, the customer was inserted with a new sensor which is performing well. User resolved the event by herself by eating some sugar. User did not require any medical attention.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On 19th november 2021, senseonics was made aware of an incident where user experienced hypoglycemia due to inaccuracies in sensor readings.